Event description:
It was reported when the device was used in an unknown procedure, it fired malformed staples. The case was completed with a same like device. There was no consequence to the patient.